Manufacturer narrative:
(B)(4). Investigation summary: an empty labeled winding former with a re-parked needle piece and a needle/suture piece of product code d10147, were returned for evaluation. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece, no needle pull of was noted. Due to condition of the broken needle, additional evaluation was necessary to determine the assignable cause. Additional evaluation: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. After opening the package, the needle was detached from the suture shortly before use. There were no adverse consequences to the patient. Upon evaluation of the returned device, the needle was found broken.